Manufacturer narrative:
Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) male on polylactic acid (sculptra). No concomitant medication provided. Relevant medical history: smoker. On (B)(6) 2008 the physician reported that after the application of the polylactic acid there was swelling (edema), when that decreased he observed a mild improvement of the patient (lower than he expected). The patient had polylactic acid applied twice ((B)(6) 2007 and (B)(6) 2008). The physician did not apply it for the third time. This was the first time polylactic acid was applied. The outcome is complete recovery. The reporter's causality is not provided. (B)(4): brr (batch record review) without hint to root cause. Cosmetic matter without quality impact. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.